Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 571 mg/dl; cause unknown. The customer administered a correction bolus via the pump and followed instructions from technical support to inspect various components of the infusion system, yet no issues related to the infusion set, cannula, or t:lock connection were found. Technical support advised replacing supplies as necessary and continuing insulin therapy, with a request for additional follow-up assistance.